Event description:
Reporter called to report a recall on his pacemaker. Boston scientific corporation recalls accolade pacemaker devices due to manufacturing issue that may lead to early device replacement. Reporter's model number is listed under affected product.